Event description:
While the (B)(4) (complaint product) stent deliver system (sds) was delivered after the pre-dilatation, friction occurred between the stent delivery system (sds) and the brite tip guiding catheter ((B)(4), lot unk). When the sds was returned for evaluation and testing, it was noted that the proximal struts of the stent were slightly uplifted. Target lesion was left renal artery. The vessel was not calcified, not tortuous and 80% stenosed. Approach was made from the left radial artery. The product looked normal when taken from its packaging. During insertion of the sds, it was noted that some positive pressure was applied to the balloon. The sds was changed to other product (same catalog/different lot) and used without any difficulty. It is unk if the same guidecatheter was used in the procedure. It is unk if the guidecatheter was kinked or bent or if there was any difficulty prepping the guidecatheter. It is unk if any excessive force was used to advance the sds through the guidecatheter. The procedure was completed successfully. There was no patient injury.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.